Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that when the patient used the air compression leg massager they felt a "swirling electrical feeling" from their ins. They indicated this happened with certain things, such as going through the airport or being somewhere with a lot of electrical things going on. Patient services directed the patient to read the warning on other electrical devices, and that they should follow their labeling and call back with any questions. No further complications were reported as a result of this event.